Event description:
The contact stated the customer tested her blood glucose and rec'd readings of 430 and 71 mg/dl. The tests were taken one after the other. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not have the meter or strips with her when the contact called. The customer is to call to finish troubleshooting, so no product will be returned at this time.

Manufacturer narrative:
Because the customer did not have the meter at the time of the call, it was not possible to get the serial number. Without the serial number, it is not possible to determine a manufacture date.